Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge went from 50 % to 1%, and then jumped from 25% to 100% while connected to the power source. The customer's blood glucose was 110 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.